Event description:
Sorin group received a report that the roller pump stopped during a case, displaying an error code. The pump was power cycled and used for the remainder of the case without further problems. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a report that the s3 roller pump stopped during a case, displaying an error code. The pump was power cycled and used for the remainder of the case without further problems. There was no report of patient injury. Sorin group (B)(4) manufactures the roller pump and s3 system. This medwatch is being filed on their behalf. Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. A sorin group USA service representative was at the facility to investigate the cause of the 000004 error code, which indicates a problem with either the index sensor assembly or pms circuit board. Inspection of the interior of the pump found that the top panel ribbon cable connection to the pae 9312 board was not correctly connected. The cable was reseated. Further inspection found no other problems, however the service representative elected to replace the index sensor assembly as a precaution. On completion of the inspection and repair, the roller pump was functionally tested and confirmed to perform as expected. The removed index sensor assembly will not be available for return. No further actions are deemed necessary.